Event description:
It was reported to boston scientific corporation that a solyx sis system was used during a procedure on (B)(6) 2010. According to the complainant, the patient experienced complications, but the specifics are unknown. Attempts to obtain additional information have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that the patient experienced continued stress urinary incontinence post-implantation. The physician recommended urodynamics, but the patient did not follow-up. In addition, the patient also presented with mesh extrusion (specifics and date of onset unknown). The mesh extrusion was trimmed four weeks post-implantation. Reportedly, the extrusion was resolved. The patient was last seen sometime in 2011. All other information is reportedly unavailable.